Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2018 from a doctor. This case concerns a male patient of unspecified age who received treatment with synvisc injection and developed sepsis (after unknown latency). It was reported that patient was a retired footballer with ankle joint osteoarthritis. It was reported that the patient had an intraarticular corticosteroid injection. No medical history and concomitant medications were reported. On an unknown date, patient received treatment with intra- articular synvisc injection (dose, frequency and indication unknown) for ankle joint osteoarthritis over a period of four weeks. It was reported that strict aseptic technique was used on each occasion. On an unknown date, after unknown latency, the patient developed sepsis and was admitted to the hospital on (B)(6) 2018. Reportedly, patient underwent arthroscopy washout and was put on intravenous antibiotics. It was reported that the patient would have a good outcome as detected very early. The risk of infection was very low but the repeated introduction of a needle does increase it. Skin integrity was intact and no obvious signs of disease. Action taken: unknown corrective treatment: underwent arthroscopy washout and intravenous antibiotics outcome: unknown a global pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention and inpatient or prolonged hospitalization pharmacovigilance comment: sanofi company comment dated 20-feb-2018: this case concerns a male patient who received synvisc injection for osteoarthritis and later admitted in the hospital with sepsis. Therefore, the causal relationship of the event to the products cannot be excluded. However, information regarding the lot number, medical history, concomitant medications and risk factors will aid better assessment of this case.

Event description:
This unsolicited case from australia was received on 24-feb-2018 from a doctor. This case concerns a male patient of unspecified age who received treatment with synvisc injection and developed sepsis (after unknown latency). It was reported that patient was a retired footballer with ankle joint osteoarthritis. It was reported that the patient had an intraarticular corticosteroid injection. No medical history and concomitant medications were reported. On an unknown date, patient received treatment with intra- articular synvisc injection (dose, frequency and indication unknown) for ankle joint osteoarthritis over a period of four weeks. It was reported that strict aseptic technique was used on each occasion. On an unknown date, after unknown latency, the patient developed sepsis and was admitted to the hospital on (B)(6) 2018. Reportedly, patient underwent arthroscopy washout and was put on intravenous antibiotics. It was reported that the patient would have a good outcome as detected very early. The risk of infection was very low but the repeated introduction of a needle does increase it. Skin integrity was intact and no obvious signs of disease. Action taken: unknown corrective treatment: underwent arthroscopy washout and intravenous antibiotics outcome: unknown a global pharmaceutical technical complaint (ptc) was initiated with global ptc number 52811. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention and inpatient or prolonged hospitalization additional information was received on 06-mar-2018. Global ptc number and product technical complaint results were received. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-feb-2018: this case concerns a male patient who received synvisc injection for osteoarthritis and later admitted in the hospital with sepsis. Therefore, the causal relationship of the event to the products cannot be excluded. However, information regarding the lot number, medical history, concomitant medications and risk factors will aid better assessment of this case.